Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex did not open at the proximal portion of the stent. The device was resheathed 3 times. The ica was tortuous in vessel anatomy. A continuous flush was used. No patient demography provided. The device was removed, and a smaller size pipeline device was used to treat the patient. No patient injury occurred.